Manufacturer narrative:
(B)(4). D10: unknown - unknown persona femoral component - unknown. Unknown - unknown persona articular surface - unknown. G2: foreign country - iran g2: journal article citation - yazdi, h., talebi, s., razi, m., sarzaeem, m. M., moshirabadi, a., mohammadpour, m., seiri, s., ghaeini, m., alaeddini, s., & abolghasemian, m. (2025). Effect of adding stem extension to a short-keeled knee implant on the risk of tibial loosening: a historical cohort study. The journal of the american academy of orthopaedic surgeons, 33(4), 187¿193. Https://doi.org/10.5435/jaaos-d-23-00833. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that two patients, within the stemmed test group, underwent an initial knee surgery. Subsequently, they were revised due to aseptic tibial loosening greater than 24 months post-op. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h6; h11 no product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.